Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during preventive maintenance, cardiosave hybrid, type g plug intra-aortic balloon pump (iabp)¿s fiber optic sensor failure alarm was raised and had a damaged fibre optic cable. There was no patient involved.